Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that almost 3 months after two dental implants were installed in patient's intraoral regions#19 and 18 it was verified their non-osseointegration. A 50 cm of primary stability was achieved and immediate load was not executed. The patient presented bone type I.